Event description:
Disconnection during apd therapy. Pt awoke to homechoice machine alarming (alarm number not ntoed by pt). Pt had become disconnected during therapy. Additional information received from baxter indicated that the pt did observe proper procedures while connecting to the set up" as far as the staff are aware." Additionally, it is unknown what point in therapy the disconnection occurred. No pt injury or medical intervention was reported by baxter.